Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this brady lead was an attempted implant. During the implant procedure, the physician was unable to extend the helix thru the patient's tight subclavian vein. The lead was extracted and an alternate lead was implanted without issue. No adverse patient effects were reported.